Manufacturer narrative:
Upon visual inspection it was noticed that the cutting edges were found slightly dull. Hence, the complaint is confirmed. Also, there are scratches/nicks. A manufacturing record evaluation was performed for the finished device lot number, the device is 13+ years old and no non-conformances were identified. The complaint is confirmed for dull reported condition. The exact cause of the dull edges is unknown. It is determined that the device is worn from repeated use and servicing therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: lot part: 352.140. Lot: 2157581. Manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection of instruments while putting the set back together, the two (2) medullary reamer head were noticed dull to the touch and appearance. There was no patient involvement. This report is for one (1) 14.0 mm medullary reamer head. This is report 1 of 2 for (B)(4).